Event description:
Staff report: surgeon was using extended insulated bovie tip deep in mastectomy wound. She then noticed a burn on the patient's nipple where the insulated tip was resting against it. Upon further inspection, a small crack was seen in the insulated bovie tip and created a 1 cm x 1.5 cm wound on the nipple and 1 cm wound around the incision edge.clinical engineering evaluation: there is a burned spot about 3mm in diameter located 6cm from the tip of the electrode. Upon close examination, there is a scratch in the insulation that terminates in the burned spot at one end. The scratch is about 5mm long and shallow. It appears the insulation was damaged at some point and failed during the surgery, allowing the energy to escape and burn the patient. It is not known at what point the insulation was damaged, but if it happened during storage or shipping, there should be visible damage to the packaging. No damage to the packaging was noted, but not all of it was saved. It seems more likely the tip was damaged by contact with other instrumentation during the surgery. About 30 units from the same lot number were carefully inspected and no damage was noted.